Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to physical stress that was applied to the bending section while the user was handling the device which led to breakage of the bending section. The event can be detected/prevented by handling the device in accordance with the following instructions for use: "chapter 3 preparation and inspection" "- important information ¿ please read before use_ precautions:do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." "- chapter 4 operation 4.1 warnings and cautions: operation :do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. :do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation ¿distal tip insulation broke¿. There were few additional findings. Due to a crack on distal end and cut on bending section cover, water tightness was lost. The device failed the light guide illumination inspection. Due to damage on bending tube, bending angle in upward direction does not meet the standard value. Due to damage on channel-tube, forceps could not be inserted smoothly. Bending tube was damaged. Light guide-cover glass was damaged. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the distal tip insulation of the uretero-reno videoscope was broken. The device was returned and an evaluation at the repair center revealed, the bending section and bending section cover of the scope was broken. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.